Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was not providing adequate pain relief. The patient did not want additional reprogrammings and has requested to have system explanted.

Event description:
Additional information received indicated patient may undergo surgical intervention at a later date.

Event description:
Additional information received indicated the patient's scs system was explanted. Reference MFR report: